Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the pacemaker had diagnostic issue. No intervention was performed. The patient had no adverse consequences.